Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample when tested with seraclone anti-jk(a). The customer returned the supposedly defective product for investigational testing and also the patient sample that had caused the false negative test result. Our quality control laboratory tested the complaint sample as well as their retention sample of seraclone anti-jk(a) with the patient sample and yielded a positive result. Additionally the supposedly defective product was tested for specificity and potency. All acceptance criteria were met. The required minimum titer of 8 was exceeded. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A handlings failure of customer cannot be excluded, because in the test protocols submitted by the customer an incubation temperature of 37°c is documented. According to the instruction for use tests with seraclone anti-jk(a) have to be incubated at room temperature and not at 37°c.